Event description:
A needle knife was used for a therapeutic sphincterotomy. During the procedure, the tip of the knife broke off inside of the pt's duodenum. The fragment was removed with a biopsy forcep.